Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot#: va16a1t, product type: lead. Product ID: 3387s-40, lot#: va16a1t, product type: lead.

Event description:
Information was received from a legal representative regarding a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient began to see their physician on or about (B)(6) 2016 after which point they did not receive appropriate standard of medical care which was the proximate cause of harm to the patient. The reporter noted that the patient had a history of bilateral hand tremors that were worse on the right which were observed and followed by a neurologist. It was alleged that the electrodes were implanted into the wrong location of the brain, causing the patient to suffer a worsened tremor, headaches, and scars on their scalp. The patient was seen by the healthcare professional (hcp)on (B)(6) 2016 to program the stimulator with the patient's tremor severe at the time of and during the appointment. Several different settings were attempted with no success because of the misplacement of the electrodes and because the placement of the electrodes was "not indicated and was of no help." The patient then went to a separate healthcare facility which concluded that the electrodes had indeed been implanted incorrectly and programmed at too high of a voltage, which led to such complications as dizziness and involuntary movements. An MRI was also performed on (B)(6) 2016 which noted that the electrodes had been placed 2-5 mm off of the target bilaterally, with no tremor detected at the time. On (B)(6) 2016 it was confirmed that the patient's tremor was worse when the stimulator was on, with the hcp at this facility stating that during programming the stimulator had been set to 1v on the right brain although there was no tremor in the patient's left hand. During this time when stimulation had been turned on the patient experienced severe but transient dizziness, a sense of disequilibrium, almost blacking out for 5 seconds, and worsening tremor in their upper right extremities. At this time the hcp was also unable to turn the stimulation up to a therapeutic voltage without significant side effects of muscle contraction which worsened the tremor and provided no therapeutic benefit. As a result, the deep brain stimulation system was turned off on (B)(6) 2016 with the patient's tremor barely noticeable to mild with light activity. However, it was reiterated that the patient's tremor became moderate after turning on the device. A follow up appointment was performed on (B)(6) 2016 in which it was found that there was mild action tremor of all extremities but no evidence of postural tremor and no parkinsonism. The hcp also noted that with stimulation turned on the patient had worsening of their action and postural tremor at 1.5v, with the patient's tremor immediately increasing with voltage increase again once the stimulator was turned back on. The hcp did not believe the implant to be helpful and advised on (B)(6) 2016 that the patient have surgery to remove their deep brain stimulation hardware in order to maintain their active lifestyle, with it not recommended that there be re-implantation or focused ultrasound. The patient was then recommended to take medication to alleviate their tremor. On (B)(6) 2017 the electrodes and battery were removed, with a bilateral scalp scar revision and right chest scar revision performed. On (B)(6) 2017 the patient was seen again at which point it was observed that the patient's tremor had been very well controlled on a combination of primidone and propranolol. It was later noted that when the electrodes and battery were implanted the patient endured headaches every day or at best every other day, including pain, discomfort, insomnia, and hypoaesthesia. Since the system had been removed the patient no longer experiences headaches.